Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) potentially delivered an inappropriate shock for sinus tachycardia(st)/supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt). The crt-d remains in use. No further patient complications have been reported as a result of this event.